Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed no delivery during the bolus procedure. Customer's blood glucose reading was 373 mg/dl. Troubleshooting was done and the issue was resolved after the infusion set and reservoir was changed. Replacement product is being sent.